Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2026 while undergoing ccpd therapy. The patient reportedly expired due to a blood clot, which was unrelated to pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on (B)(6) 2026. The patient¿s spouse reportedly awoke during the night due to her husband crying out in pain due to a cramp in his lower leg (unclear which lower extremity was the affected limb). The patient¿s spouse massaged the patient¿s leg until the cramp had passed and the patient fell back asleep. The patient¿s spouse awoke in the morning to find her husband had passed during the night. Emergency medical services were contacted, and the patient was transported to the morgue. Although the specifics are limited, the patient was reportedly suffered a deep vein thrombosis (dvt) when the patient¿s spouse massaged his leg, the blood clot likely detached and travelled to the lung (pulmonary embolism), leading to his death. The patient¿s treatment was completed without any reported issues, and no alarms were noted. Per the pdrn, the patient had several risk factors for a dvt including limited mobility, obesity, and cardiac disease. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2026 while undergoing ccpd therapy. The patient reportedly expired due to a blood clot, which was unrelated to pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on (B)(6) 2026. The patient¿s spouse reportedly awoke during the night due to her husband crying out in pain due to a cramp in his lower leg (unclear which lower extremity was the affected limb). The patient¿s spouse massaged the patient¿s leg until the cramp had passed and the patient fell back asleep. The patient¿s spouse awoke in the morning to find her husband had passed during the night. Emergency medical services were contacted, and the patient was transported to the morgue. Although the specifics are limited, the patient was reportedly suffered a deep vein thrombosis (dvt) when the patient¿s spouse massaged his leg, the blood clot likely detached and travelled to the lung (pulmonary embolism), leading to his death. The patient¿s treatment was completed without any reported issues, and no alarms were noted. Per the pdrn, the patient had several risk factors for a dvt including limited mobility, obesity, and cardiac disease. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of a dvt (characterized by lower extremity pain and cramping), a pulmonary embolism, and death, as the patient was actively undergoing ccpd therapy when the patient expired. Per the pdrn, the patient¿s cause of death was a pulmonary embolism due to a dvt in his lower extremity. Per the pdrn, the patient had several risk factors for a dvt including limited mobility, obesity, and cardiac disease. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Dvt¿s usually occur in the legs and can cause leg pain or swelling. The main causes of a dvt are damage to a vein from surgery, inflammation, damage due to infection, age, lack of movement, obesity, smoking, heart failure, and genetics. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2026 while undergoing ccpd therapy. The patient reportedly expired due to a blood clot, which was unrelated to pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on (B)(6) 2026. The patient¿s spouse reportedly awoke during the night due to her husband crying out in pain due to a cramp in his lower leg (unclear which lower extremity was the affected limb). The patient¿s spouse massaged the patient¿s leg until the cramp had passed and the patient fell back asleep. The patient¿s spouse awoke in the morning to find her husband had passed during the night. Emergency medical services were contacted, and the patient was transported to the morgue. Although the specifics are limited, the patient was reportedly suffered a deep vein thrombosis (dvt) when the patient¿s spouse massaged his leg, the blood clot likely detached and travelled to the lung (pulmonary embolism), leading to his death. The patient¿s treatment was completed without any reported issues, and no alarms were noted. Per the pdrn, the patient had several risk factors for a dvt including limited mobility, obesity, and cardiac disease. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of a dvt (characterized by lower extremity pain and cramping), a pulmonary embolism, and death, as the patient was actively undergoing ccpd therapy when the patient expired. Per the pdrn, the patient¿s cause of death was a pulmonary embolism due to a dvt in his lower extremity. Per the pdrn, the patient had several risk factors for a dvt including limited mobility, obesity, and cardiac disease. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Dvt¿s usually occur in the legs and can cause leg pain or swelling. The main causes of a dvt are damage to a vein from surgery, inflammation, damage due to infection, age, lack of movement, obesity, smoking, heart failure, and genetics. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage, port missing jack screws. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.